Manufacturer narrative:
Additional information - d9, h4. Based upon investigation results, this event was re-evaluated and is considered no longer reportable - no malfunction or serious injury. Investigation results: visual investigation: we made a visual inspection of the received instrument, especially the implant- interface. Here we found one of the prongs damaged / deformed. A deformed prong leads to complications at the coupling- and decoupling of the implant. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. The review of risk assessment revealed that the overall risk level (severity 4(10) x probability of occurrence 4(10) according to din en iso 14971 is still acceptable. Explanation and rationale: the root cause for the described problem is a deformed/bent prong at the tip of the instrument. Conclusion and measures / preventive measures: based upon the investigation results, the instrument was in use since 2007. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with fw961r - activ l insertion instrument f/h8.5mm during lumbar tdr procedure performed on (B)(6) 2021. According to the complaint description, the implant is sticking on inserter. Doctor requested replacement. There was no surgery delay and the patient was under anesthesia. The surgeon was able to continue the surgery with this instrument. It just wasn't holding as tight as it used to, so they want to replace it. There was no patient or implant impacted. There was no described patient harm. Additional information was not provided nor available / was not available. The malfunction is filed under aag reference (B)(4).